Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of insulin in the ilet pump, then self-administered a manual insulin injection because they did not know how to change supplies, and after approximately three hours was advised to reconnect and resume automated delivery while avoiding further manual injections during the learning phase. Symptoms included hyperglycemia with a reported blood glucose of 200 mg/dl. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included customer interview and provision of education on appropriate use and reconnection timing. Investigation of this case revealed no device malfunction and an unclear cause for the hyperglycemia, with user-performed manual dosing and depleted insulin supply contributing to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.